Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings from the insulin pump. The customer's mother stated that her daughter had an issue with the temporary basal. The mother stated that her doctor helped set up a temporary basal of a 20% increase. The mother stated that they set up at 120% for 3 hours. The mother stated that they checked the status and it was not showing up in temporary basal. The mother stated that her daughter is running high since she has a virus. The customer was advised that if the 3 hours temporary basal is already completed, the pump will switch over to her normal basal rates. The customer was advised that when we have an active temporary basal, she would see an open circle on the screen and the status screen would tell the current status of the pump basal. The customer was assisted in troubleshooting for the high blood glucose readings.